Event description:
It was reported that the array came loose on velys saw during tibia cut, and swung out. Nurse may not have clicked it in properly and missed by rep and surgeon. Tibia resection mostly within plan, however posteriolater tibia was over resected (according to velys by 2-3mm) recalibrated saw and saw blade. Rest of case completed successfully, all 4 femur cuts accurate. Planned to use cementless tibia - however used cemented implants instead because of inaccurate cut surgery delayed 5 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was not returned to depuy synthes; however, photos were provided for review. Additionally, the investigation was performed by the software and systems team via review of the log files for the procedure. Review of the photographic evidence shows inconsistent cuts in the tibial bone, confirming the reported allegation. However, the millimeters of resection cannot be determined from a photograph. Based on the available information and the fact that the device was not returned for further functional testing, the root cause of the reported complaint condition is not suspected to be a design or manufacturing issue. Additionally, the results of the log files review revelated that the system is performing as intended and therefore a root cause cannot be determined with a single assignable cause.